Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the coaguchek s system (lot number 943a, expiration date 09/30/2011). Reference medwatch report with (B)(6) for the suspect device used in the coaguchek xs plus system.

Event description:
Caller reports that during a correlation study the following coaguchek xs plus/s results were obtained: 2.2 inr/1.7 inr no actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
It was further reported that patient's presenting condition was stable angina (ccs-class ii). There was timi-3 flow noted pre procedure. The lesion in the proximal rca was de novo, type b1, visually 75% stenosed, with a length of 18mm and a reference vessel diameter of 3.0mm. It was treated with predilation using a 2.5x10mm balloon at 18atms. The 3.0x24mm taxus express2 stent was deployed at 18atm. Post dilation was not performed. The lesion in the mid rca was de novo, type b2, visually 90% stenosed, with a length of 30mm and a reference vessel diameter of 2.75mm. It was treated with predilation with a 2.5x10mm balloon at 12atms. The 2.75x32mm taxus express2 stent was implanted at 18atm. Post dilation was not performed. The lesion in the distal lcx was de novo, type b2, visually 90% stenosed, 30mm long with a reference vessel diameter of 2.5mm. It was treated with predilation with a 2.5x10mm balloon at 18atms. The 2.75x30mm taxus express2 stent was deployed at 10atm. Post dilation was performed with the previously used 2.5x10mm balloon inflated to 18atm. For all three lesions, visually, residual stenosis was 0% and timi-3 flow was maintained. The patient was discharged 3 days later without anginal symptoms on bayaspirin and patyuna.